Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of fainting.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced an adverse event. Patient stated that they missed a low due to the receiver was displaying the ??? Icon before or around the time of the low event. Patient reported that her friend noticed that that patient was fainted and unresponsive, and called for an ambulance. Patient was treated with glucagon and taken to the emergency room. Patient reported that her blood glucose (bg) was at 31 mg/dl. At the time of contact patient was stable. No additional patient or event information was provided. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.